Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Label review was not performed as user error was not suspected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting for a check supply line alarm the technical service representative (tsr) had the hp disconnect and cycle power to check alarm log. The tsr found se 2240 / 2367 as the prior alarms. The tsr advised that the hp complete therapy using manual supplies and call the registered nurse (rn) in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.